Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the paramedics were called and she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 42 mg/dl when paramedics arrived. Customer stated that her neighbor found her unconscious on the floor, and she called the paramedics. Customer also stated that she had kidney problems. Nothing further was reported.